Event description:
It was reported that a user of the ilet experienced persistent hyperglycemia, with a highest recorded blood glucose of 419 mg/dl, after a supply change and subsequent infusion set changes using a cd infusion set; the agent guided troubleshooting, including testing long tubing for drops and recommending an infusion site change to resume insulin delivery. Symptoms included no reported clinical manifestations. Outcomes included no reported impairment in daily activities and no need for medical intervention beyond customer care guidance. Investigation included technical troubleshooting and education focused on infusion set function and insulin delivery verification. Investigation of this case revealed that the cause of the elevated glucose was unclear despite confirmation of drops in the tubing and a site change, with no device alarm reported and no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.